Manufacturer narrative:
On 09/07/2018 - we have requested the device be returned to the manufacturer. To date we have not received the device.

Event description:
(B)(6) 2018 - the consumer claims that his back was burned while in use of the product.